Manufacturer narrative:
(B)(4). The leak was previously reported in manufacturer report number 1416980-2014-36528 and has been determined to be associated with this report. Concomitant product: further detail was added to the dianeal product involved. The patient was treated with fortaz (intraperitoneally (ip), dose and frequency not reported) and ancef (ip, dose and frequency not reported) for the peritonitis. On an unreported date, the ancef treatment was discontinued. The patient was also retrained on aseptic technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluation was completed. The device was visually inspected with a microscope and several holes were found in the drain line and the patient line tubing. Functional testing was performed: leak testing, clamp function test, clear passage test and simulated therapy. The leak testing verified the leak through several holes in the drain and patient lines. The simulated therapy on the homechoice device did not trigger any alarms. The clamp function and clear passage test found no issues with the device. The device did not meet product specification related to the leak. The leak was determined to have caused or contributed to the peritonitis. However, the cause of the leak could not be determined. A CAPA is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of a cassette which resulted in peritonitis. The patient did not require hospitalization. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.